Event description:
Additional information received indicates that the infection has resolved.

Manufacturer narrative:
A patient experienced skin erosion at the extension site(s) was reported to abbott. Additionally, the patient has an infection at the extension and ipg site(s). The issue is being treated with medication. There was skin erosion at the lead sites as well and with pus. The entire system was explanted; however, no explanted products were returned for analysis. Resolved without sequelae. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the leads were explanted on (B)(6) 2025, not (B)(6) 2025.

Manufacturer narrative:
Corrected data: jul 2, 2025.

Event description:
It was reported the patient experienced skin erosion at the extension sites. Additionally, the patient has an infection at the extension and ipg sites. In turn, the ipg and extensions were explanted on (B)(6) 2025. There was skin erosion at the lead sites as well and with pus. It was not resolved with antibiotics. As such, surgical intervention took place on (B)(6) 2025 wherein the leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.